Event description:
It was reported that the buttons on the insulin pump were responding intermittently. The device was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was 235 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Manufacturer narrative:
The insulin pump had no button response due to an open connector on the display board. A cracked reservoir tube lip, cracked case near the display window corner, stained end cap sticker and a cracked display window were noted during the visual inspection.